Event description:
The customer reported ECG pads failed while monitoring a patient.

Manufacturer narrative:
The customer is aware that the device has been out of support life since (B) (6) 2006. The customer reported taking the device out of service.